Event description:
It was reported that the large volume pump module allegedly stopped infusing without any alarm. The infusion was restarted, then shortly after the pump shut off (did not power down but went to the standby screen). In epic, it appeared that the pump module was still infusing. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.